Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited a suspected decrease in longevity. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the battery appeared to be depleting more quickly than expected. Boston scientific technical services (ts) recommended device replacement. The device remains in service at this time. No adverse patient effects were reported. Additional information was received that the pacemaker was explanted due to premature battery depletion. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited a suspected decrease in longevity. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the battery appeared to be depleting more quickly than expected. Boston scientific technical services (ts) recommended device replacement. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Additional information was received that the pacemaker was explanted due to premature battery depletion. A new device was implanted and remains in service. No additional adverse patient effects were reported.